Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoidectomy in the right hemicolectomy, the first firing was performed at the opening side. Fir ing was performed until the end; however, the knife of the device came back only half way. The device stopped activating with two square centimeters remaining. The adapter and the handle was removed. When they tried to open with manual adapter tool, they mistook the direction of rotation. The doctor used a manual handle to perform the resection on the opening side of the cartridge which clamped the colon. The adapter and the cartridge were unable to be removed. The device was removed from the tissue by additionally resecting the tissue.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The adapter was received with a reload partially attached. The cartridge was fully fired but the knife blade was only partially retracted. The adapter firing rod was at the home position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Improper loading of the device can prevent the firing rod from properly engaging with the laminates in the reload. If the reload isn't properly seated the reload can move out of position and during retraction the firing rod can disengage from the laminates and prevent proper retraction of the knife blade. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.